Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Major crack was found on right plunger case. Primary audible alarm background test and auxiliary control unit watchdog failure was found in pump event history log. Reported problem was unable to be duplicated during power up and occlusion tests. The root cause of the reported issue unable to be determined. Pump is over 5 years old. Actions were taken to mitigate the reported issue: replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported alarms were evidenced in the event history log (ehl). An occlusion test was performed. The alarms were not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump produced an acu watch dog failure, and a primary bgnd test alarm. No patient injury or complications were reported in relation to this event.